Manufacturer narrative:
The reported issue with failing pre-use check has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. During further investigation of the reported issue it was found that the o2 nozzle unit was defective. After replacement of the defective part, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).